Event description:
One week after surgery the pt was re-admitted for bleeding from the surgical site. Inspection during re-operation found no torn tissue, but the clips used for the anastomosis had opened. The clips were removed and conventional sutures were placed to achieve hemostasis. Surgeon stated the size of the clips were too small for the vessels involved. No additional patient complication has been reported.